Event description:
The patient reportedly experienced dysarthria, right side and face weakness with gait instability one day post procedure ((B)(6) 2018). No intervention was reported and the adverse event was indicated as resolved on (B)(6) 2018.